Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of has an 8015 unit giving a 133.6080 error. Technical support - 1. Charge battery pack. 2. Replace backup speaker 3.return to factory for repair. Recommend to replace the back up speaker then the logic board. Gave part numbers to both and transfer to com for pricing. A review of the device history record showed the device had a manufacture date of 07/02/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1.charge battery pack. 2. Replace backup speaker 3.return to factory for repair. Recommend to replace the back up speaker then the logic board. Gave part numbers to both and transfer to com for pricing. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
The customer reported the 8015 is giving a 133.6080 error. No patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported the 8015 is giving a 133.6080 error. No patient involvement.